Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-08461). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
Unable to interrogate device. Device replaced by an ellipse ICD.